Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead; serial# unknown. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was implanted with bilateral stn dbs for parkinson's (pd). The provider (hcp) used electrode identifier to help select the contacts for stimulation. Contact 8 was shown to have the strongest signal on one side. This contact was chosen for stimulation, although the hcp noted that they thought the lead was implanted "a little deep." The patient, who has a medical history of depression, ended up experiencing mania when using this contact for stimulation. The hcp would like to know if there is programming they can use that would give good control of pd symptoms, but also help alleviate some of the patient's depression symptoms as well.